Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined. Subject device is not available.

Event description:
It was reported that the catheter (subject device) broke at the hub when removing from the hoop. There were no clinical consequences to the patient.